Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test displaying system volume too small. The ventilator was investigated on site and an air gas module was replaced. Neither the ventilator logs, or the replaced air gas module have been received for technical investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the reported issue cannot be established without any goods or logs to investigate. The reported ventilator was manufactured in the year 2009.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).